Event description:
It was reported that the customer had a crack on the display of the insulin pump. The customer's blood glucose level was unknown mg/dl. The insulin pump will be return and is replaced by tnt.